Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. There was extensive thermal damage to multiple components on the pcas. The cause of the thermal damage was extensive liquid contamination and corrosion within the monitor. The root cause of the contamination was ingress of an unknown liquid, likely rain water, as the patient indicated that the device may have gotten wet the previous day. Belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to an alleged defibrillation event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction contributing to the event. During the evaluation, it was confirmed that the gels had not been deployed, indicating that a treatment was likely not delivered.

Event description:
A us distributor reported that a patient may have been shocked by the lifevest. The patient indicated that the device made a popping noise and then was unable to power on. The patient reported that it was possible that the lifevest could have gotten wet their previous day due to the rain. There were no reported injuries following the alleged treatment event. The alleged treatment event was unable to be confirmed due to damage to the monitor. There were no available ECG recordings or flag data to confirm that the patient received a treatment. The belt evaluation indicates that the gels were not released, suggesting a treatment was not delivered.